Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were in the operating room implanting a percept rc earlier today. When attempting to interrogate with the clinician therapy app, they got a message that said invalid device. The clinician made the decision to implant the implantable neurostimulator (ins) even though they could not complete an impedance test. They were able to charge the ins but did not attempt to connect the ins to the patient handset. The clinician app was up to date and the correct version, 4.0.1052, feature information code 301. The ins previously established a good connection with the recharger and the recharger app on the pp. The issue appeared to persist when trying to interrogate an ins with the same tablet in another clinic. Following the conclusion of the case, the manufacturer representative (rep) set up a second/brand new tablet, communicator and another percept rc ins that was in the box. However, they were getting the same invalid device message with both tablets when trying to connect to the ins. The rep then set up 2 more brand new tablets to interrogate this another/second brand new percept rc ins that was in the box. When doing so, no issues were experienced and everything worked as intended with both tablets. Then the rep used one of the "good" tablets to interrogate the first percept rc ins that was in the box, which also triggered the "invalid device" message. By now, 3 tablets have shown the "invalid device" issue. Since the rep expected that the issue kind of "transfers" from the ins to tablet, the rep and hcp did not try to interrogate the implanted ins with the remaining brand new tablet. This decision was among others also related to the fact that the patient was showing a urinary tract infection. Therefore, the hcp decided not to do another surgery at this time. The hcp decided to send the patient home and will see the patient again in 2 months. Waiting 2 months to program was a common practice for this center. They hope the issue will be resolved for when the patient comes back so the ins can be programmed. The error persisted despite various troubleshooting attempts (such as powering down the tablet, restarting the session, trying with a different communicator, etc.). Logs were pro vided for review.